Event description:
It is reported that a customer stated that the new batteries they installed in their insulin pump does not work. The patient's blood glucose level was unknown. The customer was advised to change the batteries to energizer aaa alkaline batteries for the best performance. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.